Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage at the tubing branch point could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10015817 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
No additional information was provided mat# 10015817 lot# unknown it was reported by the customer that leak where tubing branches off into multiple tubes. Verbatim : rcc received the phone via phone. Pir as attached leak where tubing branches off into multiple tubes. Psr (B)(4).

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set tubing was damaged and leaked. The following information was received by the initial reporter with the verbatim: leak where tubing branches off into multiple tubes. (B)(4).